Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that prior to an angioplasty procedure, the stent allegedly detached from the balloon when the physician inserted the device into the introducer. The procedure was completed using another stent. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one stent was returned for evaluation. A visual inspection was performed, the stent was returned separate from catheter. The stent was clean and bunching was noted. Functional testing could not be performed due to the condition of the device. Therefore, the investigation is confirmed for the reported detachment issue, as stent was noted to be separated from the device. A definitive root cause for the reported stent detachment issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2022), h11: h6(method, result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an angioplasty procedure, the stent allegedly detached from the balloon when the physician inserted the device into the introducer. The procedure was completed using another stent. There was no patient contact.